Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine 20mg/ml at 5.501mg/day and baclofen 533mcg/ml at 146mcg/day via an implantable pump. The indications for use were non-malignant pain and post lumbar laminectomy syndrome. The date of the event was unknown. It was reported the patient experienced under dosing. During a pump refill more than the specified amount was withdrawn. The logs were read and the catheter was aspirated. The pump and catheter were replaced (B)(6) 2016. It was unknown if the issue was resolved. The patient status was alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.